Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, that current leakage error (no error number) displayed on the carto 3 system. The signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The cable was exchanged with no resolution. The issue was resolved by exchanging the catheter and the case was competed.

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, that current leakage error (no error number) displayed on the carto 3 system. The signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The issue was resolved by exchanging the catheter and the case was competed. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.